Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 3002806535-2017- 00222; 3002806535-2017-01200. Concomitant medical products: 154720 oxf uni tib tray sz b lot 582910; 159540 oxf anat brg lt sm lot 414680. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient was revised for unknown reasons on an unknown date. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.